Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/3/2020. Attempts to obtain the following information have been performed and was received. Were any anomalies noted of the drain condition upon placement? No further information is available. Did the drain function as intended? No further information is available. Please provide patient demographic information: age, weight, bmi at the time of the index procedure? =>no further information is available. What is the current status of the patient? The patient is hospitalized. What is the physician¿s opinion as to the etiology of or contributing factors of this event? No further information is available. The complaint is clearly for a broken drain upon removal from the patient after duration of use. Is there a complaint for the reservoir?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/9/2020. Attempts to obtain the following information have been performed and the following was obtained: the product code: 2233. The lot number: unknown. Qty of product involved:1. Qty to be returned: 1. To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2020. The following information was requested and obtained. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Was there an issue with the reservoir (yes/no)? No. If yes, please provide details of the event regarding the reservoir. N/a.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/16/2020. The following information was requested and obtained. Will not be shipped (no return for evaluation). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify:was there an issue with the reservoir (yes/no)? If yes, please provide details of the event regarding the reservoir. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020. Correction: d2, d2b, g5.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information has been requested but not received to date: were any anomalies noted of the drain condition upon placement? Did the drain function as intended? Please provide patient demographic information: age, weight, bmi at the time of the index procedure? What is the current status of the patient? What is the physician¿s opinion as to the etiology of or contributing factors of this event? To date no response or product has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total hysterectomy, a bilateral appendectomy and a pelvic lymph node dissection on (B)(6) 2020 and a drain was used. At that time, the drain was placed in the douglas fossa from the right lower abdomen. On (B)(6) 2020, when trying to remove the drain, it was difficult. The drain was pulled with strong force, the drain was broken, and the broken piece remained in the patient¿s body. On the same day, the drain piece which was retained was removed in a minilaparotomy. The length of the removed drain piece was about 10 centimeters. The patient is hospitalized. The condition of the patient has been uneventful after the operation to remove the drain piece. The lot number is unknown. Further details are not provided. Additional information has been requested.